Manufacturer narrative:
Investigation evaluation description of event: it was reported, during a ureteroscopy, two ngage nitinol stone extractor baskets would not open/close. Another same type device was used to complete the procedure as planned. The devices were not tested prior to use. There was no damage to the devices noted. The patient did not have tortuous, calcified or scarred anatomy. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Reviews of the instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, were conducted during the investigation. No device will be retuned for cook to perform a device failure analysis on. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Due to not being provided a lot number a search of lot related non-conformances could not be completed. Due to not being provided a lot number a search of lot related complaints could not be completed. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the IFU for the device found no related information to the reported issue. There are multiple possible causes for the reported issue that the basket did not function. The cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - customer occupation: urology lead, g4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a ureteroscopy, two ngage nitinol stone extractor baskets would not open/close. Another same type device was used to complete the procedure as planned. The devices were not tested prior to use. There was no damage to the devices noted. The patient did not have tortuous, calcified or scarred anatomy. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.